Event description:
It was reported that the patient experienced "back pain." The pain was described as a "very uncomfortable, sharp, shooting pain" and "like the device was pressing on a nerve." The patient additionally noted that they had "trouble sitting and bending over." The patient's physician later reported that the "cause of the event was lead migration (/dislodgement) subcutaneously under the initial trocar site." It was additionally reported that "a revision was performed with burial of the lead." It was stated that "no hospitalization was needed" and the outcome was reported as both "no injury" and "non-serious injury/illness." A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v514033, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).